Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion as an alert was recorded. The shock impedance measurements were noted to have increased from 95 ohms to 150 ohms. Device data was sent to engineering for review. Data analysis confirmed the device was depleting prematurely due to increased power consumption. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected of exhibiting premature battery depletion as an alert was recorded. The shock impedance measurements were noted to have increased from 95 ohms to 150 ohms. Device data was sent to engineering for review. Data analysis confirmed the device was depleting prematurely due to increased power consumption. This system was subsequently explanted and replaced. No additional adverse patient effects were reported.